Event description:
I have had three epi-gastric hernia repairs. The first two meshes didn't hold obviously. I remember, under local anesthesia for my first procedure in 2000, the surgeon saying to his assistant that this wasn't the mesh he wanted. He called it "inferior" and added that it would do. Three years later I had another repair. Finally, after that one broke, I had the third in (B)(6) 2008. Unlike the first two, this one was a laparoscopic procedure. Also, unlike the first two in which the meshes covered just the area of the hernia, this mesh covered the entire area of the abdomen. And also, unlike the first two, recovery was gruesome. I endured 5 days of intense pain and inability to do anything. About 4 years ago, I noticed a dull pain in the area of the pain from recovery from this surgery. I waited a couple of years, since it was off and on, and not debilitating, to bring it to the attention of my continued. A noticeable pattern was that it would come on when I stretched or when I lifted something above my head. For the past few days, the pain is acute enough to prompt me to get to a specialist. I have already missed two days of work as a school teacher because of the pain, which gets me up at night.